Event description:
It was reported the patient underwent posterior spinal fixation to treat grade 1 spondylosthesis. It was reported that the setscrew kept cross threading in the bone screw while provisionally tightening at left l5. Surgeon was able to properly thread the set screw and break it off with no signs of head splay. The screw was left implanted and the procedure was finished with no complications.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.